Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the broken segments of the pushwire are located at the junction of the distal marker point. The cause of the pushwire break was not determined. The patient's current recovery is not ideal. It has not been determined if any additional medicinal or surgical intervention is needed due to the pushwire break.

Event description:
Additional information received reported that the patient's current condition is: hemiplegic in bed and still hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: sab-6-30 (lot: b559358). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that two solitaire stents pushwire broke and remains in the patient. The patient was undergoing surgery for treatment of an ischemic stroke located in the right middle cerebral artery. There was one pass made with the device. It was noted the patient's vessel tortuosity was moderate. It was reported that the patient was undergoing middle cerebral artery thrombectomy. When the sfr-6-30 stent was pulled back, the stent broke. Then the sab-6-30 was sent to the sfr rupture site. It was planned to use sab-6-30 to remove the broken sfr-6-30. During the pull-back process, sab-6-30 also broke, and two stents were accidentally broken into the body. It was reported pushwire break/separation occurred. The pushwire was not torqued during the procedure. The pushwire broke in the distal section. All broken segments of the pushwire were not removed from the patient. The broken segment is located on the detachment mark point. The stent remains in the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that computed tomography angiography (cta) of the patient's head and neck revealed right middle cerebral artery occlusion, and emergency percutaneous intracranial arterial thrombectomy was performed. The operation started at 12:53 on (B)(6) 2024. At 14:20, the intracranial thrombectomy stent was deployed on the right middle cerebral artery. Considering that the blood vessels were obviously deformed, repeated operations might easily cause bleeding. The re-examination of CT showed no obvious bleeding. Considering that the affected blood flow might easily aggravate cerebral infarction, 1 bottle of 100,000 units of urokinase was injected and arterial contact thrombolysis was performed. After informing the family of the relevant details, the femoral artery was sutured and compression was performed to stop the bleeding. The operation was completed and the patient was sent to the intensive care unit for further monitoring and treatment. On february 26, a reexamination of the head CT showed no obvious contrast agent extravasation or bleeding. Event cause analysis was initially considered that the patient's blood vessels were tortuous, plaques were formed, the blood vessel conditions were poor, the blood vessel tension was high, and thrombectomy was difficult. Actions taken included after attempts to remove the stent failed, symptomatic treatment with urokinase was given, the patient's family was informed of the relevant details, and the patient was sent to the ICU for further monitoring and treatment, and anti-platelet aggregation treatment was strengthened. Additional information received that the statement the stent "fell off" is referring to separation and accidental detachment when using a stent to remove thrombus. Blood vessel deformation referred to the stretching and straightening of blood vessels when the stent was pulled, which was inconsistent with the shape of the dsa path. This event was considered life-threatening. The patient has postoperative hemiplegia. The stent was still in the patient's body, and sab was used to try to retrieve the stent, but it could not be retrieved.